Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion: thymoglobulin. Possible back check valve was not determined because no products or device logs were returned.

Event description:
It was reported thymoglobulin was programmed to infuse over as a secondary infusion over six (6) hours at a rate of 29.2 ml/hr. Two (2) hours into the infusion there was a reported "infusion alert" that was resolved by the clinician. The door was opened and closed, and the infusion restarted. It was noted the infusion was paused and restarted multiple times until it was stopped at 1833. At 1833 the recorded volume infused was 55.7mls however the 175ml bag was empty. There was patient involvement, but no patient harm. Education was provided to the customer the possibility of a check valve failure however the tubing was not saved. Additional information was received from the customer. It was reported the secondary bag was hung higher than the primary bag. Clinician did not notice if any fluid was backing up into the primary bag.

Event description:
It was reported thymoglobulin was programmed to infuse over as a secondary infusion over six (6) hours at a rate of 29.2 ml/hr. Two (2) hours into the infusion there was a reported "infusion alert" that was resolved by the clinician. The door was opened and closed, and the infusion restarted. It was noted the infusion was paused and restarted multiple times until it was stopped at 1833. At 1833 the recorded volume infused was 55.7mls however the 175ml bag was empty. There was patient involvement, but no patient harm. Education was provided to the customer the possibility of a check valve failure however the tubing was not saved. Additional information was received from the customer. It was reported the secondary bag was hung higher than the primary bag. Clinician did not notice if any fluid was backing up into the primary bag.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.